Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise. This crt-d was explanted, replaced and was returned. No additional adverse patient effects were reported. Additional information was received, a chest x ray was performed, and it was unable to confirm if the noise was due to a lead anomaly, the noise was at oversensed at times. This crtd was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise. This crt-d was explanted, replaced and was returned. No additional adverse patient effects were reported. Additional information was received, a chest x ray was performed, and it was unable to confirm if the noise was due to a lead anomaly, the noise was at oversensed at times. This crtd was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise. This crt-d was explanted, replaced and was returned. No additional adverse patient effects were reported.